Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the whole suture was returned outside the device undamaged and the knot was unraveled. The posterior cuff captured the posterior needle. An anterior cuff miss occurred as evidenced by the anterior cuff remaining in the foot pocket. There were no needle strike marks observed at the anterior foot, but the anterior needle tip was dull, consistent with the anterior needle interacting with human tissue during needle deployment. The returned condition substantiated the reported cuff miss experience. A link break at the swage end of the posterior cuff was also detected; however, this was consistent with post-procedure manipulation and not a device failure. During lab testing, the plunger was re-inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The anterior cuff successfully captured the needle during the plunger reinsertion. The needle trajectory of every device is checked twice during manufacturing. Based on the device needle trajectory test in the lab and testing during manufacturing, and the reported case information of the device was used in a heavily calcified artery, the probable cause for the detected anterior cuff miss was determined to be related to the operational context during use of the device and not a product quality deficiency. No manufacturing or quality deficiency was detected during this investigation. A review of the device history record did not reveal any non-conforming material records (ncmrs) associated with this lot.

Event description:
It was reported that a physician attempted arteriotomy closure of a heavily calcified right common femoral artery (rcfa) after a valvuloplasty procedure. Reportedly, a cuff miss occurred, the device was removed and replaced with another proglide with also a cuff miss occurring. A third proglide was attempted with the same results. Hemostasis was achieved using a non-abbott device. The patient did not experience any adverse effect. The access site was also heavily calcified. The physician is trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device has not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide devices are being filed under separate medwatch report numbers.